Event description:
It was reported that a flogard infusion pump was observed exhibiting an f-49 alarm code. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, a power-on self test, and an event history log review. There was evidence of the f-49 alarm in the alarm log. The cause of the reported condition was identified to be a defective/inoperative main battery, which was replaced to resolve the problem. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.